Event description:
The pt reportedly experienced a loss of lock with his internal device. External equipment was exchanged, however, this did not resolve the problem. The pt's device was explanted. The pt was reimplanted with another advanced bionics device.